Event description:
On september 01, 2021, the lay-user/patient contacted lifescan (lfs) (B)(6), alleging that his one touch ultra2 meter read inaccurately low compared to a continuous glucose monitoring (cgm) device. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began around (B)(6) 2021. On one occasion, on (B)(6) 2021, the patient claimed obtaining a blood glucose reading of 107 mg/dl with the subject meter compared to a reading of 193 mg/dl on a cgm device. The tests were performed within an unspecified time of each other. The patient stated that he manages his diabetes with oral medication and denied making any changes to his usual diabetes management regimen due to the alleged issue. 3 days after the alleged issue began, the patient reported developing symptoms of dizzy, blurry vision and sweating, but denied receiving any treatment. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.